Event description:
It was reported to olympus that a resection sheath had a pin that fell off (dropped). The reported issue was found during preparation for use. There was no patient injury or adverse event reported to olympus. During the inspection, the following reportable malfunction was identified the ceramic tip was cracked. This medwatch is being submitted for the reportable issue found during estimation.

Manufacturer narrative:
E1-(B)(6). PMA/510(k) additional number k931995. The device was returned to olympus for evaluation and repair. During the investigation, the reported issue was not confirmed. In addition, the ceramic tip was cracked. The following non-reportable malfunctions were identified: the sealing rind was aging and the button was detached. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the cracked ceramic tip, worn sealing ring, and detached button could not be identified. However, it¿s likely the cause of the cracked ceramic tip is related to damage to the insulation insert being induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It was unable determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. It¿s likely the worn sealing ring is related to wear and tear and wrong handling by the user. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A worn and therefore inflexible sealing ring is very likely to cause the inner sheath to leak. Lastly, it¿s likely the cause of the detached button is related to frequent use and collision. The condition corresponds to the age of the item. The reported issue most likely constitutes signs of wear which is most likely due to frequent use and applying excessive force to the button. The phenomena can be inspected/prevented by handling the device in accordance with the following section of the instructions for use: 4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.